Event description:
Information received from the field does not address the patient's clinical status but notes that during implant, lead insertion into the ventricular connector port was difficult, but eventually completed and the pocket was closed. The following day, there was no ventricular pacing. When the pocket was opened and inspected, the ventricular lead was loose in the connector and came out of the pulse generator with the contact spring.